Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Manufacturer narrative:
It was determined that base on the investigation conclusion, the device is not part of fsca: 1627487/09/12/2017/001-c.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.